Event description:
Boston scientific received information that this right ventricular lead in association with the cardiac resynchronization therapy defibrillator (crt-d) was being attempted for service for a normal device changeout, when a fault code exhibited. Upon further inspection, the physician observed a kink in the rv lead's insulation, (B)(4), that may have caused or contributed to the shorted condition that occurred. It had been further noted that during the case, there was a less than 20 ohms shock impedance that had occurred. The physician had not suspected a lead issue prior to the case. There were no reported adverse patient effects in association with these clinical observations.

Manufacturer narrative:
This lead was subsequently surgically abandoned, and the attempted crt-d was sent back to boston scientific for analysis purposes, reported separately. If new information becomes available, this report will be further evaluated and updated. Most recently, (B)(4) laboratory analysis concluded that this medical device did indeed have induced damage as described. Per episode one, attempt 1, a 21 joules shock was delivered into a damaged lead leaving an arc mark on the device case as well as opening of a plasma fuse. Inspection of this associated rv lead confirmed that there was an insulation compromise near the yoke of this lead. Rv pacing therapy was verified. No further information is expected at this time.